Manufacturer narrative:
This report is filed may 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure (B)(6) 2016; the abutment site was incised; the abutment was exchanged and the patient was prescribed oral antibiotics. The implanted device remains.